Event description:
It was reported that prior to a surgical procedure, it was reported that the kincise automated surgical impactor device made a rhythmic grinding noise but the hammer did not throw. During in-house engineering evaluation, it was determined that the trigger was sticky (difficult to press/depress, the moving parts did not move smoothly, had unintended motion, would not run and the the impactor does not produce impacts due to unknown reasons. The device also failed pretests for impactor operation assessment, intermittent test assessment and final assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. The root cause for the failure of difficult to press/depress, resulting in unintended operation, was consistent with lack of lubricant which is improper maintenance. UDI: (B)(4).